Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-op, the patient experienced a cardiac tamponade from a right ventricular (rv) lead perforation. A pericardial window was performed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.